Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt needs full body MRI. MRI tech said the patient (pt) states his device is "no longer working for years." No symptoms were reported. Patient reported they had issues with the recharging belt, device not keeping programming and keeping charge. Patient reported ins charged slowly. Patient reported they called hcp's office with no results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.